Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer contacted philips healthcare to report that the device showing error message ¿ non-critical device failure detected ¿service required." There was no reported patient involvement.